Event description:
As reported by end user hospital, when utilizing a navilyst medical convenience kit, difficulty was encountered in tightening the connection between the rotating male collar of a stopcock and the female fitting of a manifold. This reportedly resulted in bleedback and air in the line. Three kits from the same lot were tried, with the same results. This issue was encountered during prep, and no air was injected into a patient. The three used kits were discarded by the hospital, but nine unused kits from the same lot were returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The december 2011 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were identified. The nine unused kit assemblies were visualized and found to be attached as per the specification drawing. All the connection sites between the returned assemblies appeared to be firmly attached, but not overtightened. No visual defects were noted to the 9 returned samples. Functional check: all 9 returned assemblies were primed with water using a navilyst medical syringe. All components were patent and primed easily. There were no visible leaks. The samples were also air leak tested from the female end of the bonded disposable transducer (dt) assembly, through the manifold, and through the stopcock into the bonded dt assembly at 12psi using compressed air. The samples passed leak test specification. The rotating collars were found to move freely on all 9 returned samples. Dimensional check: a dimensional inspection was performed on all the connection sites of the components in the 9 samples. All fittings were found to be within specification. Root cause: the reported complaint description is not confirmed. The hospital returned nine unused samples for evaluation. Based on the acceptable results for the visual, dimensional and functional evaluation for the returned unused assemblies, the hospital's complaint does not appear to be a manufacturing related issue. Without evaluating the samples that leaked for the end user, a definitive root cause for this complaint event cannot be determined. A possible root cause may be that the end user did not secure the connection sites prior to use, or overtightened the connections resulting in a cracked fitting. The directions for use packaged with the convenience kits contains the following statements, "all connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. " process controls involving visual inspection, luer fitting dimensional inspection and air leak testing are performed at the component and device assembly levels, which address the failure mode in questions. (B)(4).